Event description:
It was reported that the patient was having difficulty charging. A pocket revision was performed on (B)(6) 2014. The physician repositioned the device to a location requested by the patient. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that a surgical intervention was completed with a revision on(B)(6) 2014. An impedance check prior to the surgery revealed 2 electrodes as high. They did not need those 2 electrodes to get good coverage. The pocket was revised from left flank to left buttock. The patient was able to get good coverage in both the right and left neck.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).